Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the left bundle branch area pacing lead (lbbp) exhibited failure to capture and r-wave amplitude variation. Fluoroscopy examination revealed that the lbbp lead had dislodged. The lbbp lead was subsequently explanted and replaced. There were no patient consequences.